Manufacturer narrative:
The reagent lot numbers were requested but not provided. The field service engineer inspected the analyzer and found a defective pipettor tube and pulley tube, and blown fuses on the sampler rack. The fse replaced all relevant components and verified the analyzer's performance with mechanical checks, calibrations, and qcs. The service actions resolved the issue. The investigation determined that the issue found by the fse (defective pipettor tube) was the root cause of the event.

Event description:
We received an allegation of questionable tsh, total psa, and other assay results for an unspecified number of patient samples tested on the cobas e 411 analyzer (rack system). The following examples of discrepant results were provided: tsh the initial result is 0.2 miu/l. The repeat result is 2.2 miu/l. Total psa the initial result is 4.07 ng/ml. The repeat result is 2.69 ng/ml. The patient samples were manually rerun, as they were outside the expected ranges.